Manufacturer narrative:
Method: the complaint mr850agu respiratory humidifier was returned to the fph service center in (B)(4) where it was inspected by a trained fph service engineer. Our investigation is accordingly based on the photographs and service report provided by the fph service center, our previous investigations on similar complaints, and our knowledge of the product. Results: inspection revealed that the returned mr850 unit had no audible alarm. Further inspection revealed that the audio transducer was damaged; however, the visual indicators were confirmed to be functioning as intended. It was also observed that the enclosure of the subject humidifier was cracked. Conclusion: based on our previous investigations, on similar complaints, it is possible that the damage to the audio transducer was caused by some form of physical impact. It should be noted that the subject mr850 is almost nine years old. The mr850 is equipped with visual alarm indicators in addition to the audible alarm. The mr850 product technical manual covers the product specifications, including a maintenance schedule, and provides the necessary information required for servicing. It is also recommended that maintenance procedures be carried out at regular intervals (as recommended in the maintenance schedule), to ensure that the humidifier and its accessories are working correctly. It also states "all servicing procedures should be followed by a humidifier performance test, and an electrical safety test to ensure proper operation". The subject mr850 unit was destroyed at the fph service center in (B)(4), as per instructions received from the distributor. Inspected at fph service center (B)(4).

Event description:
A distributor in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the acoustic signal of an mr850agu respiratory humidifier was faulty, and requested to service the unit. No patient consequence was reported.